Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited atrial arrhythmia. The right atrial (ra) lead exhibited a polarity switch, rising impedance and intermittent undersensing during atrial arrhythmias due to small intrinsic amplitude. The ra lead remains in use. No further patient complications have been reported as a result of this event.